Event description:
The pt is a (B)(6) female who 3 months ago had suffered a fracture dislocation of her right ankle. She underwent an orif with syndesmosis fixation. The pt was allowed to begin ambulating. The pt was seen the surgeon's office early this week and it was noted that the most distal of the two syndesmosis screws was backing out. The pt also appeared to have anterior subluxation of the talus on the tibia. The pt is now brought to the operating room for removal of screws and revision of r ankle. Preoperative diagnosis: loss of fixation, status post orif of right ankle fracture with syndesmosis fixation. Post operative diagnosis: loss of fixation, status post orif of right ankle fracture with syndesmosis fixation. Procedure: removal of plain screws, revision of orif of right ankle fracture with syndesmosis fixation. Intraoperative findings: the proximal of the two syndesmosis screws was now broken. The most distal of the screws had backed out partially.